Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Additionally, the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported the procedure was to treat a thrombotic lesion with no tortuosity and no calcification in the left anterior descending (lad) artery. A 4.0 x 15 mm xience alpine stent was deployed at the target lesion; however, when the filter wire was being retrieved, the xience alpine stent immediately made the "concertina effect" [accordion]. The damaged stent was apposed again with a balloon to avoid possible migration. The patient is fine. There were no patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A cine of the procedure was returned and reviewed by an abbott vascular clinical specialist, who concluded the following: during delivery of the filter recovery catheter the proximal stent is damaged and compressed. During advancement of balloon dilatation catheter to re-expand the damaged stent, the stent is successfully crossed but is pushed distally. The damaged stent is successfully expanded and a second stent implanted to cover the ostium of the lad proximally, the original lesion and overlap the damaged stent.